Manufacturer narrative:
During investigation the belt was unable to complete incoming functional testing. The cause for failure was isolated to a wire in the ECG cable was damaged causing the faults. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.